Manufacturer narrative:
(B)(4). Batch #: u94438. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested, and the following was obtained: surgeon first tried reverse button after stapler would not open due to blade not coming back after 1st firing on sleeve gastrectomy. Battery was removed and replaced and reverse button tried again with no result. Next, surgeon opened manual override and lifted black manual lever and there was very little resistance. It moved back and forth with ease and nothing happened. (It is usually hard to move back and forth) blade did not return. Surgeon attempted to use more pressure to move it up and down and the black manual override lever broke. The blade was still advanced and stapler stuck closed on tissue. After the black lever broke, surgeon was forced to insert another stapler and transect original stapler on both sides of the anvil to remove it from patient. There were no adverse events to the patient.

Event description:
It was reported that during a sleeve gastrectomy, during the first firing, the stapler fired, but the blade did not come back. The manual override lever did not work. It was stuck on tissue. Surgeon first tried the reverse button after stapler would not open. The battery was removed and replaced and the reverse button tried again with no result. Next, surgeon opened manual override and lifted black manual lever and there was very little resistance. It moved back and forth with ease and nothing happened (it is usually hard to move back and forth). Blade did not return. Surgeon attempted to use more pressure to move it up and down and the black manual override lever broke. The blade was still advanced and stapler stuck closed on tissue. After the black lever broke, surgeon was forced to insert another stapler and transect original stapler on both sides of the anvil to remove it from patient. They did 12 firings with the second stapler and needed a third stapler to complete case. The procedure would have normally used one stapler and eight reloads, but they had to use three staplers and 15 reloads. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. D4: batch # u94u38. Investigation summary: the analysis found that one plee60a device was returned with the anvil bent upwards, with an endopath xcel trocar 12mm inserted on the device, and the area batch of the pcb damaged. One gst60t reload loaded in the device, the reload was received partially fired 2/3 with the reload deck damaged. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. The device was disassembled to verify the integrity of the internal components the knife was noted to be buckled and broken, the articulation bar damaged and the firing rod bent. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damaged to the articulation mechanism could be due to an outside the normal use force applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. As the firing rod was noted bent causing to disengaged from the firing rack damaging the pcb component. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information received: the event occurred on the first firing and all seemed routine. During the firing there was a little issue with the seamguard and it sounded funny. The device would not open and knife would not reverse. There was enough space on the lesser curvature and fired another load to remove stuck device. The patient was a male with no previous surgeries. The surgeon did not pulse fire on this event but started afterwards.